Manufacturer narrative:
A ge healthcareâs investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No repair information available. No report of patient involvement. Legal manufacturer: (B)(4).

Event description:
It was reported that there was a malfunction resulting in prolonged insufficient oxygen or fresh gas flow. There was no patient involvement.

Manufacturer narrative:
There was no gehc employee visit to this site, therefore the repair is unknown. The customer declined ge service. No repair information available. D1 product name corrected. D4 primary UDI number corrected. D4 model no. Corrected.